Event description:
On (B)(6) 2013, the patient reported to animas that allegedly, the display screen is very dim and difficult to read. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2013 device evaluation: the device has been returned and evaluated by product analysis on 10/18/2013 with the following findings: the display screen was observed to be dim with a pink contrast upon start up. The pump cover and dim display were removed. The dim display was replaced with a new test screen and contrast returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.